Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm displayed a ¿low¿ glucose reading while a fingerstick blood glucose (fsbg) measurement was 212 mg/dl. During the event, the patient experienced symptoms of increased thirst and increased urination, which prompted him to seek medical attention. The patient drove himself to the hospital accompanied by his daughter. Upon arrival at the hospital, a fingerstick blood glucose measurement was 526 mg/dl, while the dexcom cgm continued to display ¿low.¿ based on the clinical evaluation, the patient was determined to be experiencing hyperglycemia. The patient reported receiving treatment with metformin and two bags of IV insulin; however, he was unable to recall the specific insulin dosage administered. The patient remained at the healthcare facility for approximately six hours before being discharged. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient stated that he was feeling fine and reported no ongoing issues related to the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the symptoms were experienced. The reported glucose values fall within the d zone of the parkes error grid was taken in the hospital. No additional patient or event information is available.